Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the reduction forceps with points speed lock 205 mm (p/n: 399.78, lot #: 4562680) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the forceps were deformed and broken. The broken fragments were not returned. No other issues were identified with the returned device. Service and repair evaluation: it was reported that the 399.78 tip is broke. The repair technician reported the tips are bent, the tip is broken off and a piece is missing. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is mpa. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the relevant drawings, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the reduction forceps with points speed lock 205 mm (p/n: 399.78, lot #: 4562680). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 399.78, synthes lot number: 4562680, supplier lot number: a7ma08, release to warehouse date: 11-mar-2003, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the reduction forcep tip broke. No surgical involvement reported. There was no patient involvement. This report is for one (1) reduction forceps with points speed lock 205mm. This is report 1 of 1 for (B)(4).